Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in (B)(6) male homechoice peritoneal dialysis (pd) patient. On an unreported date in 2010, the patient experienced a break in aseptic technique described as patient made a mistake. On (B)(6) 2010, the patient experienced peritonitis, which did not require hospitalization. On (B)(6) 2010, a peritoneal effluent culture and analysis were performed, prior to the initiation of antibiotic therapy. On an unreported date, the patient was treated with fortum and vancomycin. The outcome for the peritonitis was unknown. Pd therapy continued. The nurse believed the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.